Event description:
It was reported that a high pressure alarm occurred after removing and reattaching the cassette. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be an issue with the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. As the device is beyond a year from the manufacture date and with no indication of a manufacturing defect, no device history review was performed. Per service history review this device has not been in for service previously.

Manufacturer narrative:
Other, other text: , corrected data: g4: update to initial report, date received by manufacturer to: 15-dec-2022.